Manufacturer narrative:
(B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy, on anastomoses, the device partially fired and there was an incomplete staple line. They manually over sewed using a traditional sutures to fix the staple line. The surgical time was extended by 1-2 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.